Event description:
It was reported the device failed the sensitivity test. It was also reported the device failed output test and is out of range. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. A spring was missing from under the control sensitivity control knob. Upper case contaminated and lower case broken. Three control knobs are broken. Cosmetic issue found with the high rate cover.